Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. Initially, there was an unknown number of affected samples and one MDR was filed to address the customer allegation. The investigation identified two samples, accordingly, this MDR is being filed to address the second sample. Sample 1 generated a triple positive for sars-cov-2, influenza a & influenza b while sample 2 was positive for sars-cov-2 and influenza a. An investigation was completed to evaluate the customer issue.

Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). Please note that initially, there was an unknown number of alleged samples therefore, a single MDR was filed to address the customer allegation. The investigation identified two false positive samples, accordingly, this MDR is being filed to address the second sample. Upon inspection of the analyzer, an issue with the photometer was identified. No harm has been indicated. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. (B)(4).